Event description:
A written liability claim was received by patient's attorney reporting that patient underwent total hip arthroplasty on (B)(6), 2009. Subsequently, patient alleges undefined complaints, limitations, elevated metal ion levels and fluid around the prosthesis. No revision procedure has been performed to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Item was not returned to the manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. No revision procedure has been performed. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.